Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The software was reinstalled as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. When power button is pressed the device will flash on and then immediately turn off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event